Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit. Reason for ER visit and subsequent admission was not known. A blood glucose level was not provided. Reportedly, customer had "gangrene leading to an infection"; cause was not provided, and "one toe [was] amputated". Customer was discharged 2 days later. No additional information regarding this event was available. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.